Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, manufactures instructions, quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the hub was separated from the dilator tubing. There was biological matter on the hub of the dilator. The fitting was disassembled from the connector cap and the proximal end of the dilator was advanced through the connecting cap until the flare was seated in the cap. The fitting was screwed back on, and the dilator did not pull through the connector cap. The flare did appear to be in round. It should also be noted that all components of the device measured and found to be within specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of manufactures instructions as well as quality control instructions revealed that the device was manufactured to specification. Moreover, these measurements indicate that there are adequate controls in place to prevent this failure mode from occurring. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). Preamendment . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the performer mullins guiding sheath's dilator separated during a stent placement procedure. Accessed was gained via the femoral artery in the groin. No tortuous or calcified anatomy was noted. While the introducer was in place, and while attempting to remove the dilator, the hub separated away from the dilator while it was still inside the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected information: concomitant medical products, device evaluated by MFR. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.